Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the configuration file on the imaging system was corrupt and that loaded a clean back-up on the imaging system restored functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, imaging system displayed an error stating that the viewing station of the imaging system database was possibly damaged. Restarting the imaging system did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: device manufacture date updated to reflect the correct information.